Manufacturer narrative:
(B)(4).the complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during dwell. The baxter technical service representative (tsr) had the home patient (hp) power cycle to end therapy and advised hp to finish therapy with manuals or end therapy. The tsr advised the hp to call registered nurse (rn) about possible exposure to unsterile air. The hp ended therapy and would call the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding the system error alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.